Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lymphoma. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 21, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, lymphoma that is related CPAP device's sound abatement foam. The patient alleged that reporting event of lymphoma was reviewd by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During secondary findings, the manufacturer observed minor dust-like and fibrous contamination was observed on and around the iso port. Slight dust-like and fibrous contamination on the top enclosure, under the right-side accessory door. Minor gray and white contamination at the air inlet of the blower box at the filter location. A fine white powder type of contamination throughout the interior of the blower box. A black contamination, consistent with keratin, at the air outlet of the blower box. A fine white dust like contamination on the top and bottom of blower motor and on the inner rim of the blower motor air intake and hair-like fibrous contamination on the blower outlet seal. An operational testing showed that the unit powered up and provided air flow. No unusual noise or odor was observed during operational testing. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of multiple contaminants. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and was unable to address the patient's symptoms. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-42389-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event (the product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.